Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a case of peripheral small epithelial defect, observed on a patient's left eye at one week post op photo refractive keratectomy (prk) treatment. Reporter indicated the defect was present when the bandaged contact lens was removed. Patient noted as indicating eye comfort was much improved since the prk treatment, and vision was improving. Additional information has been requested.